Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to low blood glucose. The customer's blood glucose level was 20 mg/dl. The customer was admitted to ems on (B)(6) 2015. The customer was offered to troubleshoot for low blood glucose but declined. The customer was advised if the problem continues with the replacement insulin pump talk to the healthcare provider. The customer was advise to monitor the insulin pump.